Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020. The customer blood glucose level was 600 mg/dl at the time of hospitalized. Customer also stated that insulin pump had compromised force sensor system alarm. The customer was treated with insulin drip. Customer stated that insulin pump was not dropped prior to the alarm. Drive support cap was normal. Customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a33 during the prime/a33 test at 4.0 lbs and during the basic occlusion test due to faulty force sensor resistor. Device passed the displacement test and rewind test. Unable to perform the occlusion test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to a33 alarm. During visual inspection, the electronic assembly was corroded. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner, scratched case, cracked reservoir tube lip and a missing end cap sticker. Drive support disk was inspected and no anomaly was noted. The test p-cap and reservoir does lock in place in the reservoir compartment.